Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, the user reported a low blood glucose (bg) reading of 71 mg/dl confirmed by fingerstick while using the dexcom g7 continuous glucose monitoring (cgm). The user had not eaten or made a meal announcement prior to the event. The agent advised treating the low with food, and the user confirmed understanding. The lowest blood glucose (bg) recorded was 71 mg/dl. Bg was corrected with food. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.